Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that they experienced elevated blood glucose since (B)(6) 2011. Normal blood glucose is 6 mmol/l (108 mg/dl), and blood glucose elevated from 15-22 mmol/l (270-396 mg/dl) every day during the last week. Pt delivered extra boluses as a correction and measured blood glucose 7-8 times per day. Infusion device was not dropped or exposed to water or electromagnetic fields. Infusion sets in use at the time of the event were discarded. There were no changes to pt's medication or additional stress. Basal rates were programmed correctly on the infusion device. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.